Event description:
Incident occurred on (B)(6) 2024. (B)(6) nurse notified on (B)(6) 2024 from the patient's spouse that the patient had passed on (B)(6) 2024 from injuries related to an oxygen related fire. Patient's spouse states that on (B)(6) 2024, she brought the patient lunch to find the room filled with black smoke and small flames on the floor next to the patient's bed. Spouse noticed burns to the patient's face and right side of chest. Patient was alert. Spouse called 911 resulting in the fire department arriving. Patient was transported to (B)(6) medical center who then transferred the patient to (B)(6) where the patient died from his injuries at 2-2:30pm. (B)(6) staff assessed the patient's room where she noted that the outlet in which the oxygen tank was plugged into, was not burned and was intact. She noted the oxygen tubes leading from concentrator were burned along with the part of the floor where the concentrator was sitting. She noted cigarettes and a lighter laying on the nightstand and one used cigarette butt was located on the floor next to the patient's bed and was all white. Injuries sustained per hospital records; head and face - third degree burns, first degree burns, second degree burns. Forearm - second degree and third degree burns. Multiple fingers - second and third degree burns. Neck -second and third degree burns. Shoulder - second and third degree burns. Trunk - second and third degree burns. Upper arm - second and third degree burns. Injury involving airway. Fire marshall did not investigate cause of fire.